Manufacturer narrative:
The customer's complaint history was reviewed for the one year; this is the first complaint reported for this issue. The finished good lot and build could not be reviewed without a lot number. A sample was not returned for this issue, a sample was removed from stock and no loose fibers were confirmed. A course brush was used on the gown to generate fibers but none were found. The root cause of the customer's complaint could not be confirmed without a sample.(B)(4).

Event description:
A customer reported that the observed fibers in the patient's eye at a post operative visit. The fibers were not removed from the patient's eye. There was no harm to the patient. The customer believes the fibers are from the gown used on the day of surgery. Additional information has been requested.